Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter. Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for out-of-range superior vena cava (svc) defibrillation coil impedance and the reprogramming was completed to deactivate the svc coil. Later the lead triggered a lead integrity alert (lia) with noise and a lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.